Event description:
The user facility reported that the product had a broken connection between the reservoir and the oxygenator. The event occurred during setup. The event did not result in delay the beginning or continuing the surgical procedure. The product was changed out and the surgery was completed successfully. The product did not cause or contribute to injury. No blood loss was reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, and to provide the completed investigation results. Since the actual sample was not returned and detailed investigation could not be performed, it was not possible to clarify the cause of occurrence.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction section d4: UDI. The UDI was updated to match the correct format. Due to internal review, a correction was made to section d3.